Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00131, #3013450937-2023-00132, #3013450937-2023-00133, #3013450937-2023-00134, #3013450937-2023-00135, #3013450937-2023-00136, #3013450937-2023-00137, #3013450937-2023-00138, #3013450937-2023-00139, #3013450937-2023-00140.

Event description:
It was reported that the patient underwent a revision surgery due to patella baja and flexion contracture. During the revision surgery, the surgeon identified that the patient had developed bone osteophytes and scar tissue formation. The surgeon removed as much scar tissue and bone osteophytes as possible. The surgeon revised the distal femur, distal femur axial pin, tibial poly spacer, tibial hinge component, and male-female midsection. The following implants remain implanted from the patient's original surgery: biogrip ha collar, collar locking ring, segmental stem, tibial baseplate, tibial baseplate tapered screw, and stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added, g3: date received by manufacturer added, g6: type of report added, h2: follow-up type added, h3: device evaluated by manufacturer updated to no, h6: type of investigation code updated to 3331: analysis of production records, h6: type of investigation code updated to 4110: trend analysis, h6: type of investigation code updated to 4109: historical data analysis, h6: investigation findings code updated to 3221: no findings available, h6: investigation conclusions code updated to 4315: cause not established, h10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery due to patella baja and flexion contracture. During the revision surgery, the surgeon identified that the patient had developed bone osteophytes and scar tissue formation. The surgeon removed as much scar tissue and bone osteophytes as possible. The surgeon revised the distal femur, distal femur axial pin, tibial poly spacer, tibial hinge component, and male-female midsection. The following implants remain implanted from the patient's original surgery: biogrip ha collar, collar locking ring, segmental stem, tibial baseplate, tibial baseplate tapered screw, and stem extension. No additional information regarding this adverse event has been reported.